Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. Bubbles were identified during the visual inspection. The cause of the reported condition could not be identified. A CAPA has been opened to address this issue.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that an unknown clearlink device was observed to have air in the line. The patient's line was changed. The replacement clearlink device was primed without the use of a syringe. The check valve was inverted and tapped during priming; however, it is unknown if all y-sites were inverted and tapped during priming. Two nights later a bag of unknown chemotherapy was hung. The next day bubbles were observed in the line below the pump. The bubbles were described to be "champagne" like bubbles. The largest bubble observed was 1.5 cm long. The pump was infusing at 43 cc/hr. It is unknown if the medication was refrigerated or frozen prior to administration. It is unknown if there was patient involvement at the time that the malfunction occurred. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.